Manufacturer narrative:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose levels ranged between 300 mg/dl and 400 mg/dl which were addressed by delivering boluses. Reportedly, the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level went up to 400 mg/dl which was addressed by delivering a bolus. Reportedly, the customer will continue to use the pump for insulin therapy.